Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. Subsequently, another 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation but ruptured during inflation. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter first name: updated to (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. Subsequently, another 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation but ruptured during inflation. The procedure was completed with different device. No patient complications were reported.